Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 7171642, medical device expiration date: 2022-06-30,  device manufacture date: 2017-08-01. Medical device lot #: 7198658, medical device expiration date: 2022-07-31, device manufacture date: 2017-10-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Clinical staff reported that a 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was found leaking at the connection during use. The syringe contained epinephrine. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The lots were manufactured both in line 2 for two days, during 5 and 6 shifts respectively, the production was monitored through the frequency rit0225ctis01-04 rev.17, where they evaluated characteristics at each stage of the manufacturing process with conforming results. Please note that the batches produced in the plant are without assembled or attached needle. Additionally, in the documentary review, there were no problems attributable to the defect, additional inspections in process and tests in final product were in conformance. Also, in the tests of the retention samples, results were presented in accordance. The luer-lok design has a rope around the pivot that allows you to screw and secure the needle perfectly, it is compatible with all bd hypodermic needles, therefore, it is suggested to use bd wrinkles and for the appropriate medication as indicated in the image, since it is unknown what type of connector was used because there is no sample or photograph for a better evaluation. Therefore, the claim is ruled unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.